Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that unexpected receiver shutdown occurred. The patient reported the receiver would shut of unexpectedly even though it had been fully charged. She had received cgm values earlier in the day and had the receiver in her pocket at the time of the event. On (B)(6) 2023, the patient was receiving cancer treatment at an outpatient infusion center when she experienced confusion and difficulty speaking. Her husband was called back to the infusion area and he asked the staff to perform a bg because the patient¿s receiver had shut off and would not power on. A bg was performed which was 50 mg/dl and the patient was treated with juice and potato chips. After 35 ¿ 40 minutes, the patient became confused and passed out. The staff called emergency medical service who transported the patient to the hospital where she was admitted with a bg over 550 mg/dl and diagnosed with diabetic ketoacidosis (dka). The patient was treated with IV fluids, insulin and other unspecified IV medications. The patient was released from the hospital on (B)(6) 2023. She was discharged with instructions to self-treat with long and short acting insulin on a sliding scale and to performed finger stick bg testing. At the time of the report, the patient was feeling better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.